Manufacturer narrative:
Four samples were received for evaluation. A visual inspection, with the naked eye, was performed which did not observe any abnormality. Each sample underwent an underwater pressure test with no leaks identified. Functional (self-test and priming) tests were performed with no issues observed.the reported condition was not verified.the samples all met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) homechoice cassettes had a connection issue; described as "while opening the cassette patient cable lid and checking, there is no threaded groove on the inside of the patient cable inlet, so it cannot be connected to the inside of the body connector¿. This was identified during setup and preparation for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.